Event description:
A malfunction was reported on the pump, although no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the malfunction.